Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-01997, 0001825034-2022-01999, 0001825034-2022-02002, 0001825034-2022-02003. Medical product unknown vanguard articular surface, unknown vanguard femoral, unknown tibial modular stem, unknown femoral stem. Report source: italy. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Biazzo, a., d'ambrosi, r., staals, e. Masia, f., verde, f. (May 2022). Hybrid cementation technique using the new modular system for aseptic knee arthroplasty revision surgery. The archives of bone and joint surgery. 10 (5), 432-438 https://doi.org/10.22038/abjs.2021.52467.2593.

Event description:
It was reported in a study that a patient was revised approximately thirty-two months post implantation due to pain. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.